Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 28 mmol/l. Troubleshooting was declined. The insulin pump alarmed insulin flow block. Treated with manual injection. Customer states the cannula is bent. The device was not returned.